Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Attorney alleges patient "suffered physical and other injury as a result of the recalled lead" and "in 2007, (patient) died as a result of complications, due in part, to her defective sprint fidelis lead, model 6949." Further alleges that "two days prior to her death, (patient) experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention for (her) defective sprint fidelis lead" and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages" and "died as a direct and proximate result of defects" in lead. Review of manufacturer's database verified patient's death and that this lead was not in use at the time of patient death. The cause of death has been researched and not received. There is no allegation from a health care professional that the death was device related.